Event description:
The customer reported that the images produced were black resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
The customer's in-house engineering group was reported to be investigating and resolving the reported issue.